Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had a dbs surgery to move the lead to a different part of the brain for better results. This resulted in no additional benefit. No patient symptoms or further complications were reported as a result of this event.